Event description:
Device 2of 2. Reference MFR report: 1627487-2014-15246 the patient reported experiencing ineffective stimulation and that stimulation appears to irritate her pain. The patient ceased using stimulation approximately 2 months ago. The patient indicated experiencing soreness in her back and headaches which persist with stimulation off. The patient further indicated it feels as the leads are migrating to the surface. The patient claims her physician informed her the soreness and headaches may be caused by the scs system and recommended having the system explanted. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.